Manufacturer narrative:
The device was not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available, a followup report will be filed.

Event description:
During a percutaneous renal cryoablation procedure, one of the icesphere plus needles failed to insulate on the needle shaft and had frost on the shaft. The patient's skin was protected with saline to prevent frost bite. The needle was discarded and will not be returned.